Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, the sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case and partially detached retainer during the visual inspection. Pump passed displacement test and self test. Pump successfully downloaded traces and history file using thump. The test guardian link communicated properly with the pump noted. No communication anomaly noted. No device not found during testing. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. In summary, pump passed all required testing. Customer alleged not confirmed for unable to pair the transmitter to the pump and pump alert with "device not found". Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. On (B)(6) 2022, the customer alleged unable to pair the transmitter to the pump and pump alert with "device not found". The sc1 locks properly in place in the reservoir compartment noted. Pump received with scratched case and partially detached retainer during the visual inspection. Pump passed displacement test and self test. Pump successfully downloaded traces and history file using thump. The test guardian link communicated properly with the pump noted. No communication anomaly noted. No device not found during testing. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. In summary, pump passed all required testing. Customer alleged not confirmed for unable to pair the transmitter to the pump and pump alert with "device not found". The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received via medtronic indicated that customer was unable to pair transmitter with insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. Insulin pump was returned to medtronic for analysis.